Event description:
This is 1 of 2 reports linked to mfg report number 3006697299-2022-00011: a facility reported that the ultrasonic aspiration as well as the suction stops again and again, so that the cusa handpiece (c2602) has to be taken apart. After reassembling, the device works for a few seconds, then again there was blockage and suspension of ultrasonic aspiration. They have indicated that this regularly led to an unacceptable increase in the duration of the surgery, since the ultrasonic aspirator is ultimately no longer used due to a malfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis -the investigation of the unit confirmed the complaint: due to incorrect use of the key holder, the sound transducer in the housing was twisted. User error, (key holder was not used). The housing and the associated sealing rings must be replaced. The calibration and function test must be carried out according to the manufacturer's instructions. Root cause - the root cause was confirmed as confirmed as handpiece (hp) overtorquing. Hp overtorquing is caused by: incorrect assembly and disassembly of the handpiece by the customer using the torque wrench, resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector. A corrective action was implemented which verified ability for customers to execute the instructions as written in the current user manual and was verified by conducting a usability study. Device was manufactured pre corrective action implementation in nov 2017. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.